Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for posterolateral fusion where rhbmp-2 was implanted with autograft, peek cage, synthetic bone graft, and allograft bone marrow aspirate via a posterolateral approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: diskogenic pain l4-5 with positive diskography l4-5, negative l2-3, l3-4. Disk protrusion left foraminal l4-5 with bulging disks lumbar spine. Stenosis l4-5 and mild l3-4. Degenerative disk disease, multilevel lumbosacral spine. Facet arthropathy, multilevel lumbosacral spine. Patient status post l5-s1 fusion with adjacent level of transitional syndrome l4-5. Radiculopathy, paresthesias left more than right bilateral lower extremities. Coccydynia. Chronic l5-s1 bilateral radiculopathy based on electromyogram and also prior electromyogram in past which showed neuropathy. Patient had a trial of spinal cord stimulator but this was aborted as he was not able to tolerate the procedure in past for his low back and leg pain. Weakness of left extensor halluces longus tendon 4+/5. Patient has history of high narcotic pain medication preoperatively. Patient underwent the following procedures: neural foraminotomy left l4 nerve root. Transforaminal lumbar interbody fusion l4-5 via left sided approach. Hardware removal l5 pedicle screws and l5-s1 rod. Posterolateral spinal fusion l4-5. Posterior spinal instrumentation l4-5. Peek cage, expandable, 13mm cage at l4-5. Bone marrow aspirate from lumbar pedicles. Posterolateral spinal fusion performed with local autograft bone mixed with vitoss as well as allograft croutons and rhbmp-2, as well as bone marrow aspirate and rhbmp-2/acs was also placed anterior to cage for interbody fusion as well as posterolaterally bilaterally. Fluoroscopic interpretation in ap, lateral and oblique planes. As per-op notes: partial facetectomy was performed at l4-5 facet and neural foraminotomy of left l4 nerve root was performed. Disk space was identified on l4-5. Diskectomy was performed; end plates were prepared for fusion. Disk space was irrigated through out. Trials were used to check the amount of disk space cage needed. Peek cage, 13mm was placed. Rhbmp-2/acs was placed anterior to cage and disk cage, also local autograft bone was placed and cage was placed posterior to that. Gelfoam was placed in disk space to protect rhbmp-2/acs from leakage. Rods were placed between l4-5 and then posterior lateral fusion was performed using bone marrow aspirate mixed with local autograft bone, vitoss mixed with bone marrow aspirate and rhbmp-2/acs. No patient complications were reported. On (B)(6) 2011: patient presented with following pre-op diagnosis: patient status post fall. Hardware failure right l4. Patient status post transforaminal lumbar interbody fusion left l4-5 and fusion and instrumentation on (B)(6) 2011. Patient underwent the following procedures: hardware removal right l4-5 fortex system. Posterior spinal instrumentation right l4-5. Posterior spinal fusion with demineralized bone matrix and allograft croutons. Fluoroscopic interpretation in ap, lateral and oblique planes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.